Manufacturer narrative:
B3 is unknown. One device was returned for repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Due to error code when turning on device, the event log could not be downloaded. Visual inspection found fluid ingression on main board, broken/rusty battery compartment, and degraded dso sensor. Error code 41171 was replicated when turning on device. The cause of the primary issue was fluid ingression on main board and the main board was replaced. Also replaced dso sensor, battery compartment, door, lens, keypad, and labels. The device passed all functional tests after the repair.

Event description:
It was reported that the device had red screen error #41171. There was unknown patient involvement.